Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 58.0 cm. The damage found was consistent with procedural damage, including the outer insulation cut at 25.0 cm from the connector pin and the suture sleeve tie impression noted at 15.5 cm cm from the connector pin. The helix was clogged and retracted with blood, but could perform within specification after cleaning. Visual and x-ray examination found no other anomalies. There were no conductor fractures or internal shorts. The reported events of r-wave amplitude variation and high capture thresholds were not confirmed.

Event description:
It was reported that a patient presented during an elective pacemaker upgrade procedure. After the new device was connected to the leads, the right ventricular lead exhibited decreased r-wave amplitudes and high capture thresholds. Fluoroscopy performed during the procedure on (B)(6) 2019 confirmed lead dislodgement. The physician explanted and replaced the lead while the chest pocket was still open. The physician also explanted the right atrial lead electively, with no allegation of malfunction. The patient was in stable condition.